Manufacturer narrative:
Investigation: no product at hand. Batch history review: because the batch is unknown, a batch history review is not possible. Conclusion and root cause: the root cause for the problem was most probably user related. Rational: the instrument was tested and evaluated. The failure rate is within the expected range. Without further knowledge about the circumstances we assume an user related problem. Corrective action: according to (B)(4) there is no CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: germany. It was reported that the cage folded over too soon.